Event description:
This incident was reported by the end user's location of purchase to the manufacturer's local customer service office, contact details for the reporter are not currently available. It is reported that the patient experienced an unspecified corneal lesion(s) of unknown location or severity. Good faith efforts have been made to obtain further information without success. As of the date of report, additional information is unknown. This event is being reported in an abundance of caution due to the unknown type, severity, or location of the reported lesion(s), with lack of medical information, and unknown patient outcome, and the potential for serious injury associated with some types of corneal lesions, mainly corneal ulcer events. Should additional information become available, coopervision will complete additional investigations and submit a follow-up report as appropriate.

Manufacturer narrative:
No product has been made available for manufacturer analysis. Lot number was provided for the device alleged to be involved in the incident. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.